Manufacturer narrative:
Issue was determined to be a defective hospital outlet. There was no system defect, safety test was performed and no further issues have been observed. The sonographer stated that there was no injury that resulted in permanent impairment of the bodily function.

Event description:
The sonographer received an electrical shock while connecting the power cord to the ac wall outlet.